Event description:
It was reported that the patient with this right ventricular (rv) lead required an urgent follow up as it exhibited an insulation damage and resulted in inappropriate shocks delivered to the patient. The lead also exhibited noise and oversensing, which led to inappropriate anti-tachycardia pacing (atp) and shocks being delivered. The patient was then connected to an external defibrillator and the rv lead was decided to be surgically abandoned and replaced. Reportedly, the patient experienced discomfort and pain related to this event. No additional adverse patient effects were reported.